Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tip broke off the device. The piece fell into the patient. It was retrieved. Opened a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.